Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was noted there was no fluid in the system. The device was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Lot numbers reported as: narrow back cuff: el578001. Balloon, fgs: ei230029. Control pump, fgs: el657007.